Event description:
The pt had a knee replacement on (B)(6) 2013. He had a revision surgery on (B)(6) 2018 where it was discovered the patella button had fractured at its pegs. The vendor rep was in the revision surgery, so I assume he reported it to the MFR.